Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system that are cleared in the us. The pro code and 510 k number for the lifestent stent system are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found with partially deployed stent, and during testing the stent could not be furtherly deployed which leads to confirmed result for partial stent deployment. 6f introducer and 0.035" guidewire were used for access; the product was used in the mesenteric artery which is off label. Based on the investigation of the provided information, the investigation is closed as confirmed for partial deployment. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.', and 'predilation of the lesion should be performed using standard techniques.' In regards to access and accessories the instruction for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire(...)'. Holding and handling of the system throughout deployment was found described. 'The lifestent vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery.' H10: d4 (expiry date: 04/2024), g3. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the inferior mesenteric artery, when rotated the roller, the tip of the stent was found unable to be released. It was further reported that the stent was withdrawn and another attempt was made but failed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system that are cleared in the us. The pro code and 510 k number for the lifestent stent system are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the inferior mesenteric artery, when rotated the roller, the tip of the stent was found unable to be released. It was further reported that the stent was withdrawn and another attempt was made but failed. The procedure was completed using another device. There was no reported patient injury.